Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient was not trained on the device. The patient was currently hospitalized for unrelated causes and was on steroids and pain medications. The patient has increased to 6.5, decreased to 2.0. The patient would monitor symptom and follow advice to slowly increase. The patient stated that he has a high tolerance for electricity because when he was young he got shocked all of the time. The patient reported that they are not at 50% reduction in symptom and they felt something poking them at the incision site.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they could not get newly implanted interstim device to work. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.